Manufacturer narrative:
(B)(4). The reporter stated that upon removal of the tube, from the patient, the cuff was found to have a leak. The reporter stated the device will not be returned to the manufacturer for further evaluation. The lot number for the referenced device was not provided to the manufacturer therefore no device history review will be performed.

Event description:
It was reported that a patient arrived in the emergency room on (B)(6) 2015 with the tracheostomy tube in place. It was reported that then on (B)(6) 2015, the medical staff "noticed an issue with the patient's breathing". The tracheostomy tube was removed and replaced with another of the same type without any reported patient harm. Though requested, information regarding 'prior to use' testing or length of use is not available. There is no report of death or serious injury associated with this event.